Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation and while using distal insufflation, the operating room staff noticed air in the right side of the heart. The pressure dropped, so they went on pressure bypass. It was reported that the pt's central venous pressure (cvf) was within the acceptable range, so there was no traumatic injury to the heart or to the vein. The hospital requested for the vasoview hemopro evh system to be examined. The procedure was completed using the reported device. There were no pt effects. The product was returned.

Manufacturer narrative:
Method: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).